Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a myocardial ablation procedure to treat atrial flutter (af) in the left atrium, an intellanav stablepoint open-irrigated catheter was selected for use. It was reported that there was a blockage of irrigation port/insufficient irrigation flow. The flow rate from the tip was different during air removal. Flow rate was 60ml/min. Catheter was replaced and procedure was completed successfully with no patient complications reported. Product is expected to be returned.

Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was returned and analyzed. Visual inspection presented no abnormalities. Functional testing was performed and no abnormal resistance was felt when actuating the steering mechanism. Leakage test was performed and the device's lumen was leak tested. The irrigation holes and mini electrodes were sealed. The lumen pressure decay was measured three times. The unit passed the test without problems. Flow testing was conducted with the catheter attached to an external pump to determine saline flow. The flow was consistent and free of particulates during testing. All six irrigation ports flow freely. Laboratory analysis was unable to confirm the reported clinical observations. The device passed all relevant testing.

Event description:
During a myocardial ablation procedure to treat atrial flutter (af) in the left atrium, an intellanav stablepoint open-irrigated catheter was selected for use. It was reported that there was a blockage of irrigation port/insufficient irrigation flow. The flow rate from the tip was different during air removal. Flow rate was 60ml/min. Catheter was replaced and procedure was completed successfully with no patient complications reported. Product has been returned and analysis has been performed.